Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure with issues locking and unlocking. Additionally, the cord at the back of the machine was found to be damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) attempted to run the open and close test but was unable to do so, because the drawer status indicated it was open when it was closed. This pointed to a faulty sensor that needed replacement. The fse unlocked and locked the drawer, and it functioned properly in that regard. The power cord was found to be partially broken and required replacement. All connections were checked. The power cord was replaced, and the open and close sensor was also replaced. The drawer was tested, and staff were asked to test it as well. All cables and pockets were checked to ensure proper functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a drawer failure with issues locking and unlocking. Additionally, the cord at the back of the machine was found to be damaged. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.